Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient monitoring. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Weight of the initial medwatch report should indicate 50 kg. Reportability awareness date of the initial medwatch report indicates 11/12/2019. Reportability awareness date of the initial medwatch report should indicate 11/13/2019. Additional manufacturer narrative of the initial medwatch report indicates stryker evaluated the customer's device and verified the reported issue. After replacing the battery pins, proper device operation was observed through functional and performance testing.the device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off intermittently during patient monitoring. There was no harm to the patient as a result of the reported event.